Manufacturer narrative:
The field service representative replaced several boards on the system but the problem still occurred intermittently. The customer decided not to return the product to the manufacturer for further evaluation. The customer continued to use the system but stated they would contact the manufacturer if the problem continues. The system was operating as intended at the end of the service call. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm rebooted itself during set up. The product was changed out and the surgery was completed successfully. No patient injury was reported.